Event description:
It was reported that the cadd legacy pump produced a no disposable alarm (clamp tubing). There was no air in the tubing. The infusion parameters were as follows: 2.4 res vol 31.8 given 78.25. The product problem did not cause or contribute to any adverse patient health effects.